Manufacturer narrative:
Product analysis: the turbohawk device was returned along to medtronic investigation lab for evaluation. There was no ancillary devices returned. There was no bend in the torque shaft beneath the strain relief. There was biological debris observed in housing. It was observed that the distal tip was detached at the hinge pin. The drive shaft remained intact. The distal housing remained attached to the catheter via the cutter which remained inside the cutter window and was unable to be removed. A "c" shaped curve was from the proximal to the distal end of the housing assembly. Inspection of the cutter revealed no anomalies. Inspection of the hinge welds revealed that each were present. One of the hinge pins was damaged and deformed. The proximal collar of the housing was flared and the pin appeared to be pulled proximally. Examination of the other hinge pin revealed no damage. Examination of the guide wire lumen revealed no anomalies. No tears or anomalies were noted during inspection. Image review: one photographic image was returned for review. The returned photograph contained the handle and distal housing of the turbohawk device. Additional equipment was noted in the image including a syringe, dilators, sheaths, guide wire, and tweezer. A clear liquid like substance was also noted. No additional information could be obtained from the additional equipment. Inspection of the turbohawk distal tip revealed biological debris throughout the distal housing. A bend was also noted in the distal housing from the proximal to distal end. The distal housing was detached from the torque shaft; it appeared that the torque shaft remained intact. The cutter appeared to be located in the cutter window of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a turbohawk device with a 7fr non-medtronic sheath and non-medtronic guidewire during treatment of a calcified lesion in the patient¿s mid superficial femoral artery (sfa), moderate vessel calcification and tortuosity are reported. The patient is reported to have had a steep aortic/iliac bifurcation also. IFU was followed. Vessel pre-dilation was not performed. It is reported that during advancement over the steep aortic/iliac bifurcation the sheath did not provide adequate support. It is suspected the wire prolapsed and wrapped around the device. Severe resistance was noted. The physician then attempted to withdraw the device but was met with resistance. The device was removed from the wire and tip damage was noted. The nose cone is reported to have separated. It is reported the device was not turned on in the patient. A new device was used to treat the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion presented 70% of stenosis. The cutter was located within the housing upon device removal. All device components were removed from the patient. If information is provided in the future, a supplemental report will be issued.